Event description:
The customer stated the rubella calibration failed on the axsym analyzer with error code 1111: cal 1 too high. The abbott customer service technician (cta) instructed the customer perform a meai check, decontaminate the mup, replace the probes and rerun the calibration. The cta also sent the customer replacement reagent and calibrator. After performing the maintenance and receiving and using the new calibrator and reagent, the calibration still failed. The customer was able to achieve a passing calibration by running the calibration several times. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.